Event description:
Patient underwent implantation of her vagus nerve stimulator (vns) ~3 years ago. Initially, it worked well to reduce the frequency and severity of patient seizures. Patient was able to use the device to help abort her seizures. Patient is now having events 1-2 times a week. She has begun to experience auras again. Interrogation of her vns indicates high impedance, suggesting a malfunction. Chest xray performed and suspect the lower contact on the nerve may be fractured. The contact is sitting at an odd angle on the nerve, and does not seem to be winding around the nerve the way it should.